Event description:
Reportedly, during a follow-up interrogation, an error message indicating a failure of the interrogation appeared on the programmer screen and the check could not be performed. Restarting the tablet allowed to perform the check, but the same error message appeared several times.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis summary: - analysis of the provided expertise files confirmed the reported behavior: on 28 november 2022, issues were encountered when interrogating a device during an in-clinic follow-up. - in-depth analysis revealed that the observed issue most probably resulted from the associated inductive head being not correctly plugged in the subject tablet. - it should be noted that no issue was observed during the following interrogations. - the subject tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.